Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when patient opened the box of the purewick urine collection system, it only had the bubble wrap inside it and nothing else. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿miss out to put in the carton box¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. The device was not returned.

Event description:
It was reported that when the patient opened the box of purewick urine collection system, it only had the bubble wrap inside it and nothing else. It was noted that the patient had been using the purewick products for less than 90 days.